Event description:
Consumer reported slept with heat patch for seven (7) hours and received burn and blisters on her back. No medical attention was sought.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.